Manufacturer narrative:
The lead is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be successfully implanted. Reportedly initial placement showed high pacing thresholds. During repositioning helix deployed but had difficulty fixating. When removed the helix showed heart tissue stuck within the helix preventing fixation. Physician stated that implant difficulty was due to patient condition. This lead was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.